Event description:
On (B)(6)2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device was running at very high pressure, not a running where it was supposed to be. Set at 80 but running at 120. Swapped out for another to complete the case. No patient adverse event or patient harm. This was discovered during use with no impact to the patient. Additional information has been requested. On (B)(6)2022, the sales representative replied via email and stated the following information: this event occurred during an unspecified procedure. A full set of arthrex reduce tubing was used, no extravasation occurred, they swapped the pump for another and continued the case with no patient injury.

Manufacturer narrative:
See attached for supplier evaluation.